Event description:
It was reported by the attorney for the patient as a result of a legal claim that allegedly the trident ceramic insert fractured and required revision.

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs. No additional information is available at this time due to ongoing litigation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Manufacturer narrative:
An event regarding fracture involving a trident liner was reported. The event was not confirmed. Device history review: records indicate the devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot conclusions: the exact cause of the event could not be determined as further information such as the device, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause.

Event description:
It was reported by the attorney for the patient as a result of a legal claim that allegedly the trident ceramic insert fractured and required revision.